Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - after an implantation time of about 41 months, it was reported that a lead revision took place due to oversensing with inappropriate shock deliveries. A subclavian crush syndrome is suspected. During the revision, the entire system was exchanged. It was also reported that a part of the lead was left inside the patient after several attempts to remove the lead from the body. The lead was completely destroyed during explantation. The lead was not returned to biotronik.